Event description:
Additional information indicates that the pt was given plavix pre-procedure. Plavix was also given in follow-up and ordered to be continued indefinitely.

Event description:
During a coronary drug eluting stenting treatment procedure, withdrawal difficulties occurred. The moderately calcified, 85% stenosed lesion in the rca was predilated with a 20mm balloon. A taxus express2 3.5x20 mm stent was deployed in the rca @ 21 atm. The balloon was then deflated but would not deflate completely. Multiple attempts to deflate with negative pressure were unsuccessful. The physician then pulled on the entire delivery system to remove it. The shaft of the catheter had stretched but remained intact. The stent was then post dilated with a 20mm sprinter balloon and another 3.5mm taxus express stent was successfully implanted adjacent to the previously placed stent. No pt complications were reported. Pt condition is satisfactory. Further clarification indicates the balloon was not sticking to the stent during the withdrawal difficulty.